Event description:
It was reported that the asymptomatic patient received vibratory patient notification alert for high, out of range pacing lead impedance. There were no other anomalies. Lead was explanted and replaced. The patient remained asymptomatic and was stable in the recovery room after the case.